Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: sfw650r, lot: t131475: manufacturing site: tuttlingen. Release to warehouse date: april 21, 2016. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. H3, h6: a product investigation was completed: the received device shows significant use signs. There are several mechanical damages as well as scratches visible on the surface. Furthermore, the screw nearby the ratchet holder is sheared off and was not sent back for investigation. Portion of sheared off part is visible. Investigation of the dimensions of the missing screw cannot be performed. The relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Our investigation has shown that the reported complaint condition is confirmed due to the missing screw. The microscopic observation shows remaining laser points on the position of the screw, showing that the screw was secured accordingly at the time of manufacturing. Unfortunately, we are not able to determine the exact cause of this complaint. Due to the wear and tear signs, it is likely that this product was an often and intensive used. We suppose that a mechanical overload situation during use could lead to reported complaint condition. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during sterilization, the prodisc-l spreader forceps/distractor and large inserter broke. There was no procedure nor patient involvement. This report involves one (1) prodisc-l spreader forceps curv. This is report 1 of 1 for (B)(4).